Event description:
Covidien received a report where it was alleged that device did not provide an audible tone.

Manufacturer narrative:
Device is returning to manufacture for failure investigation. A follow up report will be submitted with results of the investigation.